Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were cooling patient and noticed variations in water temperature (wt) in an arctic sun device. At one point patient temperature dropped below targeted temperature (tt). Wanted to confirm device was working appropriately. During the day water temperature (wt) was 20-30, 5pm dropped to 29c, 6pm 21c and 7pm 11c. They repositioned esophageal probe and verified with x-rays. No alerts or alarms. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 20c, water flow rate (wfr) was 1.2 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 18.4c, outlet control temperature (t2) was 18.6c, inlet temperature (t3) was 18.4c, chiller temperature (t4) was 5c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 38 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 3009.2 and pump hours were 2819.6. Trend showing thermoneutral. Secondary temperature source was correlating patient temperature (pt). Advised device appears to be regulating temperature appropriately. Discussed inverse relationship between patient temperature (pt) and water temperature (wt). Noted if the patient temperature (pt begins to drop and water temperature (wt) did not increase to call back so that could actively troubleshoot in the moment. Also encouraged to pay attention for any alerts or alarms and call in. Explained device was very smart and if it noticed it was having a hard time regulating the water temperature (wt) it would alert.

Event description:
It was reported that the nurse stated that they were cooling patient and noticed variations in water temperature (wt) in an arctic sun device. At one point patient temperature dropped below targeted temperature (tt). Wanted to confirm device was working appropriately. During the day water temperature (wt) was 20-30, 5pm dropped to 29c, 6pm 21c and 7pm 11c. They repositioned esophageal probe and verified with x-rays. No alerts or alarms. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 20c, water flow rate (wfr) was 1.2 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 18.4c, outlet control temperature (t2) was 18.6c, inlet temperature (t3) was 18.4c, chiller temperature (t4) was 5c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 38 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 3009.2 and pump hours were 2819.6. Trend showing thermoneutral. Secondary temperature source was correlating patient temperature (pt). Advised device appears to be regulating temperature appropriately. Discussed inverse relationship between patient temperature (pt) and water temperature (wt). Noted if the patient temperature (pt begins to drop and water temperature (wt) did not increase to call back so that could actively troubleshoot in the moment. Also encouraged to pay attention for any alerts or alarms and call in. Explained device was very smart and if it noticed it was having a hard time regulating the water temperature (wt) it would alert.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. At one point patient temperature dropped below targeted temperature (tt). Wanted to confirm device was working appropriately. During the day water temperature (wt) was 20-30, 5pm dropped to 29c, 6pm 21c and 7pm 11c. They repositioned esophageal probe and verified with x-rays. No alerts or alarms. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 20c, water flow rate (wfr) was 1.2 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 18.4c, outlet control temperature (t2) was 18.6c, inlet temperature (t3) was 18.4c, chiller temperature (t4) was 5c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 38 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 3009.2 and pump hours were 2819.6. Trend showing thermoneutral. Secondary temperature source was correlating patient temperature (pt). Advised device appears to be regulating temperature appropriately. Discussed inverse relationship between patient temperature (pt) and water temperature (wt). Noted if the patient temperature (pt begins to drop and water temperature (wt) did not increase to call back so that could actively troubleshoot in the moment. Also encouraged to pay attention for any alerts or alarms and call in. Explained device was very smart and if it noticed it was having a hard time regulating the water temperature (wt) it would alert. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. Corrections - d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.